Event description:
Boston scientific received information that the patient with this pacemaker had died. The field representative was informed by the patient's cardiologist. Reportedly the patient's daughter called the cardiologist when she saw that the cause of death on the death certificate was listed as pacemaker malfunction by the patient's primary physician. The cardiologist called the field representative to see if the device was evaluated by anyone in the region, and there was no report of a device check being done. There has been no information obtained to substantiate the primary physician's allegation. The last pacemaker evaluation on file was at the end of (B)(6) and right ventricular (rv) lead capture thresholds were 2.4 volts at 0.4 ms and programmed outputs were programmed at 4.5 volts at 0.5 ms. Noted that the patient was in atrial fibrillation with 36% rv pacing. According to the field representative the device was explanted as the patient was cremated, however, the location of the device was not known. The system has not been returned to boston scientific.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.